Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation on september 06, 2022 that a wallflex esophageal stent was implanted in the esophagus to treat a 1.5 cm tracheoesophageal fistula during esophageal stent placement procedure performed on (B)(6), 2022. Reportedly, the patient's anatomy was not tortuous and was dilated from the teeth to esophagus with 20-22 cm dilation prior to stent placement. Post stent placement, the patient experienced chest pain. Pain medication was administered but the pain did not subside so the patient was scheduled for a stent removal procedure. On (B)(6), 2022, during stent removal procedure, it was noted under endoscopic view that the stent retrieval loop was broken. The physician attempted to remove the broken stent but was unsuccessful because the stent had no retrieval loop. Reportedly, the patient passed away due to esophageal cancer.